Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, the atrial lead and left ventricular (lv) lead were found to have insulation damage. The atrial lead was capped and replaced and the lv lead was explanted and replaced. The patient was stable with no patient consequences. Related manufacturer report number: 2017865-2017-06753.